Manufacturer narrative:
Device manufacturing date now provided.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Device manufacturing date is unavailable. Ups fan was running, there appeared to be power reaching the ndi box. The blue light on the power button was not coming on. Cd drive would not open and monitors were not receiving power. Return requested. Replacement selectable ups shipped to site 03/29/2016. Medtronic investigation of returned suspect ups finds that when connected to a known good battery, the ups will power-up, charge the battery and run on battery power. However, the ups is not able to switch back to ac once re-connected to ac power source. The ups shut-down immediately and was not able to power-up again with the on/off switch, only clicking as reported. Defective pcba. Electrical failure. Hardware investigation was completed. This issue was found related to a hardware issue and was documented in a medtronic hardware anomaly tracking database. On 03/29/2016 a medtronic representative, following-up at the site, disengaged the battery and confirmed the correct voltage was set on the ups. Plugged all of the cords into another navigation system's ups and the system booted. On 04/01/2016 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. No further issues have been reported.

Event description:
A medtronic representative reported a site's navigation system was unable to boot. When pressing the power button there is sometimes a click, however, nothing powers on. In trouble-shooting, multiple power outlets were used, issue was not resolved. Checked connections for ups and multi-outlets, also looked for visible damaged to power cord. No further details were available. There was no patient present when this issue was identified.